Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to shallow driver engagement depth.

Event description:
On 12/8/2022, it was reported by a distributor via email that an ar-4501 meniscal cinch ii inserter is removed from inside the patient after deploying both anchors, when it was noticed the second anchor was still attached to the inserter. Surgeon removed the anchors. This was discovered during a knee arthroscopy procedure on (B)(6) 2022.